Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced revision of unspecified sling and anterior repair completed for recurrent prolapse with unknown anesthesia. Subsequently, the patient experienced severe pain in the groin, and it was unable to determine which mesh pain is related to. On a later date, the patient experienced an abscess in obturator externus. Vaginal bulge at opening, exposed suture at apex, continued groin pain, and muscle abscess, cystocele midline, vaginal vault prolapse, and subacute osteomyelitis. Resulting in removal of extruded suture which had been used for restorelle y under general anesthesia. Vault prolapse and cystocele, central, anterior and posterior repair, extra peritoneal uterosacral ligament suspension with mccalls¿s culdoplasty, and cystoscopy under general anesthesia for recurrent prolapses: cystocele, rectocele, vault. Recurrent uti, recurrent cystocele midline, recurrent uti, cystocele midline, weak stream, loss of sensation, urge incontinence, extensive lysis of adhesions, redo laparoscopic sacrocolpopexy with restorelle l, and cystoscopy completed under general anesthesia for recurrent prolapses: cystocele and vault (stage 2 prolapse) and adhesions.